Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. A potential root cause for this failure could be incorrect setup. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d,f,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine flowed after the placement and the temperature sensing catheter was changed. Water was tried to inject from the main lumen, but it was unable to do. Since the catheter was replaced during the operation some operations were hindered. Per follow up information received on 10nov2021, customer would like to confirm the drainage lumen obstruction and tried to inject from drainage lumen, but they could not. Per sample evaluation from the investigator via email on 27apr2022, the temperature sensing wire was noted to be tangled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no urine flowed after the placement and the temperature sensing catheter was changed. Water was tried to inject from the main lumen, but it was unable to do. Since the catheter was replaced during the operation some operations were hindered. Per follow up information received on 10nov2021, customer would like to confirm the drainage lumen obstruction and tried to inject from drainage lumen, but they could not.